Manufacturer narrative:
D4: catalog number: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown catalog number and lot number. D4: UDI: unknown due to unknown catalog number and lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact, address & phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. G4: 510(k): unknown due to unknown catalog number. H4: device manufacture date: unknown due to unknown catalog number and lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history.

Event description:
A maude database search conducted on 30apr2024 found maude report # mw5152473. The event description states: "during a pulmonary vein isolation procedure, when the sheath was withdrawn from the patient only the hemostatic valve was removed. The introducer body remained inside the vessel of the patient. Interventional radiology was brought in to assist with extraction of the sheath, requiring more anesthesia. The body of the introducer was removed with a combination of guidewire, snare, and balloon. There was bleeding, slight bruising, and risk of vessel rupture due to the material separation. The patient was transferred to the uce after the procedure, and two days later the patient was discharged without further complications. The physician stated that the sheath separation may have been due to applied force on the introducer with the closure suture rather than a product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the applied force on the sheath hub with the closure suture contributed to the sheath separation. The pinnacle IFU was reviewed, and it states: "cautions: when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).